Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the reportable malfunction plug unit is dirty was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: flickering in the image - lens or transmission problem was due to damage on charged coupled device unit, the image has shadows. Based on the results of the investigation, it is likely the most probable cause of the malfunction plug unit is dirty could not be established. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had exhibited flickering in the image, indicating a possible lens or transmission problem. The issue was found during a reprocessing. There were no reports of patient involvement.